Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to pain. Rep reported that there were no observed issues with the explanted devices. Intra-operatively, surgeon checked joint alignment and balance and reported that the implants were well-positioned. Surgeon revised a cr femoral component and cs insert to a ps femur and insert. Rep provided the primary usage sheet and reported that no further information will be released by the hospital or surgeon.